Event description:
It was reported that during the implant of the lead in the atrial appendage, even though fluoroscopy showed no separation between the driver mechanism and the indicator ring, the maximum number of turns was exceeded by the implanter. The physician tried to extend the lead helix a number of times without success. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: changed operator code to healthcare professional; corrected the serial number of the device, changed number of devices involved, changed patient outcome. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Further testing revealed proximal conductor distorted, blood in or on helix mechanism, lead was stretched, and lead damaged at implant.